Event description:
It was reported through a scientific article that lead failure from tension on the electrode wire develops in less than 5% of patients after several years; this may be more common in children who grow rapidly. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.article citation:ansari, s., k. Chaudhri, and al moutuery. "Vagus nerve stimulation: indications and limitations" 97.2 (2007): 281-86. Print.